Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. The analyst commented that helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. Dried blood was observed on the helix.

Event description:
It was reported that during implant the helix of the right ventricular (rv) lead would not deploy. It was noted that there was tissue in the helix. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).